Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an urgent appendix surgery and when the device was interrogated afterwards, all measurements were normal as well as threshold however it did not pace as programmed. The device was interrogated and reprogrammed a few days later and is working well. Patient was reported to be in a stable condition.